Manufacturer narrative:
(B)(4). Batch # r5ar1l. Device evaluation summary: the analysis found that one ntlc75 device was returned with the right bearing detached, the left bearing was present and in position within the saddle pin and with no reload loaded. No damage to the saddle pin was noted. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the bearing became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition, the detached bearing was received inside of a plastic jar. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the staple height selector was broken off. The broken piece was retrieved, and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.